Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. It was decided to continue monitoring the patient and the issue will be addressed at the next follow up. This lead remains in service. No further adverse patient effects were reported.